Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7085264/7085302. UDI: (B)(4).

Event description:
It was reported that the device never worked for patient. All components were explanted and will not be returned per hospital policy.